Event description:
On (B)(6) 2025, the user, on their first day with the ilet, experienced a low blood glucose (bg) event at 60 mg/dl. The ilet alerted for low bg. The agent instructed the user to treat the low before announcing a meal, and the user corrected with 4 oz of juice. The lowest blood glucose (bg) recorded was 60 mg/dl. The user experienced symptoms of shakiness during the event. No medical intervention required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.